Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced erratic blood glucose (bg), up to 300mg/dl and as low as 40mg/dl. There were no reported signs or symptoms. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting could not be completed at the time of initial contact. The alleged elevated bg does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission: 12/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: the last basal delivery was on (B)(6) 2106. The last bolus delivery was a 10.0u bolus on (B)(6) 2016 at 18:53. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. No delivery interruptions or alarms occurred during the investigation. The battery compartment was found to be cracked.